Event description:
It was reported that the implantable cardioverter defibrillator exhibited an issue. The device was electively explanted and replaced. No additional information was available.

Manufacturer narrative:
An abnormal transient voltage drop was detected. The transient drop was consistent with li cluster formation. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Further analysis was not performed.

Event description:
The device was explanted and replaced due to advisory.